Event description:
The patient was admitted to the hospital in 2007, with a sub-trochanteric hip fracture of the left hip. The fracture was fixed with a trochanteric nail, lag screw and distal locking screw the next day. The patient started rehabilitation several days after the surgery, but fell often. Twenty days later, the patient complained of hip pain and an x-ray subsequently showed that the trochanteric nail had broken at the distal screw hole. The surgeon reported, that the broken nail occurred because, the patient fell often and that a larger diameter trochanteric nail could have been used. The broken nail was removed and replaced with another manufacturer's nail, eight days later. The patient is recovering well for the follow-up surgery.